Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/04/2024, it was reported by a sales representative via sems (B)(4) that an abs-10060 angel prp system centrifuge calibration or counting mechanism was malfunctioning. This was discovered during the case with no patient harm.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged abs-10060 serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 38ml platelet-poor plasma (ppp), 19ml rbc, and 4ml prp. The prp volume within the syringe was recorded as 3.8ml. No obvious errors in functionality occurred during processing. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the hematocrit of the prp produced expected cellular concentrations. Visual evaluation noted no problems with the device. No problem found. Refer to investigation photos and memo. Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.